Event description:
Pt underwent sculpsure (noninvasive laser lipolysis) for body contouring. Developed severe pain, blistering with second and third degree burns of the abdomen. Required debridement, months of wound care and now has permanent scarring and a deformed abdomen. Procedure performed by an ophthalmology office with no training in body contour procedures. The procedure and the f/u care was not provide at my office.